Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. The device was not returned, and no log history has been provided. Therefore, no investigation can be performed to determinate the root cause related to this event. According to description of complaint, it seems to have a confusion. Indeed, in a first time, the complaint reports "blood transfused too quickly" that could mean an overdose to the patient. Then, it is stated that the "blood transfusion finished with 30ml remaining and 14 minutes remaining". It is stated into complaint that the transfusion running for bag with 325ml is 130 ml/hr for 2,5hrs. (130ml/h x 14 min) / 60 min 30,3ml. 30,3ml seems to be the volume in bag when 14 min remained. Therefore volume infused corresponds to volume recorded. In this case it is rather a case of underdose due to an event that has stopped the infusion 14 min before the end. Nevertheless, without log history and lack of information, it is not possible to determine the cause of this stop. To our knowledge no patient consequences have been reported. This event is an isolated case. No other similar case has been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Underdose.